Event description:
As reported, during a routine inspection after receiving the goods, the distributor discovered unknown blue filamentous substances inside the transparent inner packaging of two 3dmax light mesh (device #1 and device #2) boxes. This file represents device #2.

Manufacturer narrative:
As reported, during a routine inspection after receiving the goods, the distributor discovered unknown blue filamentous substances inside the transparent inner packaging of 3dmax light mesh. Photo and visual examination confirms there is "foreign" material (thread like, blue in color). The material is visible on the mesh. Based on sample and manufacturing process evaluation performed, returned sample condition is determined to be a manufacturing-generated condition. Awareness notification was provided to all appropriate manufacturing personnel. A review of manufacturing records was conducted and shows the product was manufactured to specification. This MDR represents the device #2. An additional MDR was submitted to represent the device #1. Note: section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.